Event description:
It was reported by the patient that during implant there was a problem in the operating room and a lung was punctured. Follow-up information from the clinic indicates that one day post implant, chest x-ray showed that there was an apical pneumothorax associated with the right ventricular (rv) lead. A chest tube was inserted. The patient was subsequently checked and was doing well. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).